Manufacturer narrative:
In response to FDA report number mw5083556. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency right side capsular contracture baker grade unknown. Device was explanted.